Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery hook instrument (pch) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing procedure, the permanent cautery hook instrument (pch) instrument was found to have a plastic broken on the distal end. The customer reported event had no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis on one side of the ears of the clevis. The clevis does not show abrasions or scratches on the outer surface. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
Refer to h11 for follow-up information.